Manufacturer narrative:
Additional information was received through follow up: the arteriovenous malformation (avm) treated with onyx was located in the vermis-cerebellum. The bleeding occurred in the nidus where onyx was deposited. The physician believed the bleeding was related to the onyx procedure. Patient's baseline status was mrs 2 and patient most current status was reported to be mrs 2. (B)(4).

Event description:
The following report was received by medtronic (covidien): during an onyx study a patient experienced hydrocephalus 4 days post treatment which was noted to be related to the bleeding. Efficient surgical management (ventriculocisternostomy) was performed. Patient was reported to be in stable condition. The cerebellar syndrome will be under observation.

Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event and the bottle was discarded. Based on the reported information, there did not appear to have been any device malfunction during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4).